Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove from the patient on the day of placement.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to remove from the patient on the day of placement. Per follow up via ibc on 14jun2022, there was no patient injury. Per sample evaluation from the investigator via email on 22jun2022, it was reported that two foley catheters were returned but they could only receive one used sample per complaint (manufacturing lot #unk, manufacturing lot #ngfv0707).